Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. Tu012ge-invalid) for female sterilisation. The patient had a medical history of vitamin d deficiency, low back pain, heavy periods, parity 2, gravida ii and abnormal uterine bleeding. The patient had a family history of hypertension and diabetes. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterectomy total vaginal w bilateral fimbriectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: clinical history: abnormal uterine bleeding with itp status post rituxan on (B)(6) 2022. Final pathologic diagnosis: uterus and cervix, hysterectomy: benign uterus with leiomyomata (the largest one measures 1.5 cm), adenomyosis and weakly proliferative type endometrium. Benign cervix with chronic cervicitis and squamous metaplasia. B & c. Right and left fallopian tubes. Salpingectomy: bilateral benign fallopian tubes. Tu012ge-invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. Tu012ge) for female sterilisation. The patient had a medical history of vitamin d deficiency, low back pain, heavy periods, parity 2, gravida ii and abnormal uterine bleeding. The patient had a family history of hypertension and diabetes. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2023,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterectomy total vaginal w bilateral fimbriectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: clinical history: abnormal uterine bleeding with itp status post rituxan on (B)(6) 2022. Final pathologic diagnosis a. Uterus and cervix, hysterectomy: benign uterus with leiomyomata (the largest one measures 1.5 cm), adenomyosis and weakly proliferative type endometrium. Benign cervix with chronic cervicitis and squamous metaplasia. B & c. Right and left fallopian tubes, salpingectomy: bilateral benign fallopian tubes. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.